Manufacturer narrative:
The t:slim g4 user guide states: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Per tandem¿s t:slim g4 user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge leaked. Reportedly, the customer had overfilled and reused the cartridge that leaked. A cartridge change was performed resolving the issue. There was no reported adverse impact to the customer's blood glucose level.